Event description:
It was reported that during a high voltage lead impedance test a loss of telemetry occurred, resulting in the device aborting the test. Telemetry was then successfully reestablished and the hv lead impedance test was completed. The physician elected to take no action and the device remains implanted. The patient was in good condition following the event.